Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device sent to flow line for a flow accuracy test and was within specification. The reported problem 'over infusion' could not be confirmed through the event history log (ehl) review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused during testing in the biomedical service department. There was no patient involvement. No additional information is available.